Event description:
A malfunction with code malf 0 was reported, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. It was advised that the customer could continue using the pump and should contact support if the issue recurred, which the customer understood.